Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Evaluation of the device was performed by a zoll medical japan. The customer's report was not observed during the evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. Users remained in pads view mode without pads attached, preventing ECG signal acquisition. Despite receiving multiple ECG multi-lead fault and out of fault messages, successful 12 lead analyses showed clear ECG signals when faults cleared. The toggling faults may have resulted from troubleshooting or lead connectivity issues. Device and accessories testing could not replicate the issue, and the customer used a third-party ECG cable. The device was recertified and returned to the customer. No trend is associated with reports of this type.